Event description:
Dr. Purchased dry heat sterilizer pouches and they melted all over his dental instruments. Dr uses coxx sterilizer. He has since used towels to seperate the bags and has not had any problems.